Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history review was conducted. The report indicates that no ncrs were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during the product demonstration prior to the surgery, the tip of the screw part for the blade connection broke together with a cracking metal sound when attaching the product to the sample blade. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The device was received. The investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: product investigation evaluation: our investigation of this instrument has shown that the threaded tip is broken off as complaint described. It is not possible to determine what caused this type of damage; it is likely that too much applied mechanical force was used. One of the other reasons for the breakage may have been insufficient connection with the inserter. If the connection is not tight, the forces while hammering may cause the breakage of the threaded tip. The tip is fragile due to the nature of the design, so it needs to be handled with care. The device history record for this article and lot number was reviewed and this was manufactured according to specifications in november, 2013 with no issues or deviations during the process. No product fault could be detected. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.